Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device replacement procedure, the right ventricular lead insulation appeared damaged and exhibited loss of capture. The lead was capped on (B)(6) 2018 and replaced. The patient was asymptomatic throughout the event.